Manufacturer narrative:
Model number: 72404011. Lot number: 0181826010. Model description: cxr 12 cm. Model number: 720182-01. Lot number: 0180635012. Model description: reservoir flat 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because "the pump body was damaged and the water bag has been without water for three years." The physician decided to replace the ipp device when the problem was found. A new ipp device was implanted. It was further reported that the patient stated he was not able to activate the device when he pushed the button. During the revision surgery the physician found the damage at the tubing close to the pump. During a follow-up examination the patient was stable and no additional intervention was reported.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of malfunction, fluid loss and inflation issues were confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Analysis of the returned cxr 12cm concluded that cylinder 1 had hole outer tube, cylinder on cylinder wear, broken fabric threads, bulge when inflated, and buckling in the folds. Analysis of cylinder 2 concluded that there was a hole in outer tube, cylinder on cylinder wear, fabric wear, avulsion, and buckling folds. The reservoir flat 100 ml had visible folds which is indicative of lack fluid however, during functional testing the device performed as intended. The pump ms was not tested and had no significant findings. Model number: 72404011. Lot number: 0181826010. Model description: cxr 12 cm. Model number: 720182-01. Lot number: 0180635012. Model description: reservoir flat 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because "the pump body was damaged and the water bag has been without water for three years." The physician decided to replace the ipp device when the problem was found. A new ipp device was implanted. It was further reported that the patient stated he was not able to activate the device when he pushed the button. During the revision surgery the physician found the damage at the tubing close to the pump. During a follow-up examination the patient was stable and no additional intervention was reported.